Event description:
Device was returned to user facility as excess. Problem was identified while unit was running at the service center. Ran unit on ac charge until batteries were full charged. Performed rundown on batteries. Unit ran on batteries for an hour. After empty battery alarm activated unit was reconnected to ac charger. Within the next hour failure occurred. Unit shut down, went into constant inop alarm, unable to reset, and no display.